Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip detaching from the anterior leaflet, resulting in recurrent mitral regurgitation, hospitalization, and intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat functional mitral regurgitation (mr) grade 4. A mitraclip was implanted successfully, reducing mr to grade 3. In the beginning of (B)(6) 2023, the clip detached from the anterior leaflet (single leaflet device attachment (slda) leading to recurrent mr grade 4. On (B)(6) 2023 a follow-up procedure was performed to treat the slda. A xt (lot: 20901r1023) and a nt (lot:30125r1086) mitraclip were implanted to stabilize, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of reported slda cannot be determined. The reported mr appears to be a cascading effect of the reported slda. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.